Event description:
"After freezing, a rupture of the bag occurred during its transversal crack on both sides, and splinters of plastic were observed at the bag's periphery. The cells were lost, but there was no clinical consequence as the sample was a spare one. Storage of the cryocyte freezing container was in a mechanical freezer. The pt did not receive the product and there was a second bag of bone marrow which was used for tx. It is unk if the pt had enough stem cells for engraftment. The pt/donor was not recollected or remobilised."

Manufacturer narrative:
Returned sample from customer is anticipated. Review of production records for lot #h04g29042 were found to be within specification requirements. A query of the complaint database for lot #h04g29042 shows no other similar reports within the last 24 mos.